Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft kink and the reported difficulty to position were able to be confirmed. Additionally, device analysis noted that the inner member was separated and bunched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that, as the device was advanced, interaction with the guiding catheter and/or interaction with the guide wire resulted in the noted device damages; thus, resulting in the reported difficulty to position. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 3.5x12mm xience xpedition rx stent delivery system (sds) was inserted into the guide catheter, but met resistance due to an irregularity (bump) in the shaft near the stent. The device was removed and another drug eluting stent was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the inner member was separated and bunched.